Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issues were reproduced. Evaluation observed a close door error upon power up. The upper auxiliary readings were found to be out of specification and broken. The customer provided alternating current (ac) adaptor did not supply power to the device. A review of the event history log revealed messages for powering off and close door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the conditions were determined to be the upper auxiliary and the ac power adapter. The upper auxiliary and the ac power adaptor will require replacement to correct the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed 'powering off' and 'close door' during an unspecified process step. There was no patient involvement.